Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40 135cm mustang¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40 135cm mustang¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The inflation device was verified before and after use with a calibrated pressure gauge. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination observed tip damage. This type of damage is consistent with excess force being applied as a result of meeting resistance when attempting to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).